Event description:
While surgeon was using the turbinate blade in patient's nares, the blade bent at an angle, and remaind bent. Removed from the field - no injury to the patient.what was the original intended procedure?endoscopic sinus surgery.device #1is this a laboratory device or laboratory test?no.